Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reports capsular contracture baker grade unknown. The device was replaced with unknown brand. This record relates to the right side

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified deformation, black particles material on the shell and fold creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Physician provided baker grade IV for the capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on august 01, 2022 with lot number 2354449. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: deformation is observed. Voids are observed. Additional, changed, and/or corrected data: d9, h3, h6.